Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 at 1 am with blood glucose of 30 mg/dl. Customer¿s current blood glucose is 86 mg/dl. The customer experienced symptoms such as unresponsive and unconscious. The customer was treated with glucose tablet. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was over delivering. Customer declined to troubleshoot the low blood glucose event since it was several months ago and she thinks it was an isolated incident. The insulin pump will not be returned for analysis.